Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting, nauseous and a fever. In addition the patient reports being unable to keep fluids down. Once at the hospital the patient was diagnosed with high blood glucose due to a virus. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 2-3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.